Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: evaluation revealed the audio bolus button (abb) cover was intact and not damaged. The abb was responsive during investigation. There was no audible at piezo activation. Opened pump and the piezo solder joint cracked.

Event description:
The pump was returned for investigation. Evaluation revealed there was no audible sound. This report is made based on results of investigation completed on 11/29/2016.